Event description:
It was reported the insulin pump had a blank display. Customer called back after receiving a new battery cap. No damage was noted on the battery cap and contacts were neither missing nor damaged. Customer did not know blood glucose at the time of event. The insulin pump is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.